Manufacturer narrative:
The investigation for the reported stroke has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the stroke could not be determined. The instructions for use referenced in the initial report is from the IFU for impella cp with smart assist system. Section: potential adverse events (united states)". D4-updated model number.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 67-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that a patient suffered a cerebral hemorrhage during impella cp support and passed away. It was noted that the purge solution had heparin at the time of the hemorrhage. Per the physician, it was believed that the cerebral infarction had occurred prior to impella implant when the patient was initially unstable. It was further discussed that the improved perfusion provided by the pump may have led to a cerebral hemorrhage from the damaged area. A definitive cause for the cerebral hemorrhage could not be established.